Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as straight forward. The stent grafts were successfully implanted in the pt without issue. The pt had a pre-existing blood clot in the aorta. It was reported that the following day the pt had a fever, night sweats and high white blood counts which was treated with antibiotics. The fever, night sweats, and high white blood counts remained for ten days and then resolved. The pt was treated with multiple antibiotics and intravenous therapy. It was reported that the pt is still experiencing a very low grade fever. No add'l clinical sequelae were reported the pt is fine. (Ref MFR #2953200-2011-01616 and MFR report #2953200-2011-01617).

Manufacturer narrative:
(B)(4). Eval, results: (fever). (Unk cause of fever). Conclusion: (unk cause of fever).